Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the third device that was open and was intended to be used on the patient. See MDR 3013394970-2018-00886 for the first device that was opened and was intended to be used on the same patient and MDR 3013394970-2018-00887 for the second device that was opened and was intended to be used on the same patient.

Event description:
The user facility reported that when opening the foil pouch containing the angio-seal closure device, the bypass tube was released from the angio-seal free in the package. The angio-seal was not used. When opening two more angio-seal devices of the same lot number, they had the same issue. There was no patient involved and was found before use on the patient, during preparation.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct sections as the actual device is not available was inadvertently stated in the initial report that the device was available. The actual device was not returned for evaluation.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.